Event description:
The facility's gyn/o.r. Buyer informed the distributor's sales representative of the following: catheter came disconnected during implant. Catheter seems to be broken of device sight. No further details were provided.